Manufacturer narrative:
Customer's tandem clinical diabetes sales specialist reported that the customer has changed to contact detach infusion sets and believe that they are a better option. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 400 (mg/dl). Customer changed their infusion site and administered insulin injections to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for 2-3 days at a time; however, the cartridge on the pump during the elevated bg level was only in use for 1 day. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.